Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Peri-procedure, the pt was anti-coagulated with 4,000 units of heparin. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure upon removal of the buddy wire (guide wire). The device was removed and the pt was converted to approx 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15 go/ 5.75mm no go gauge to be within spec. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use (IFU).